Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the first 24mm closure device was inserted. As the physician inserted the wds into the was, the distal marker bands were aligned; however, the feet protruded a few millimeters from the distal marker band at alignment. A sweep was made after the initial partial recapture and deployment and no effusion was seen immediately. A contrast shot showed a clear leak into the pericardial space and another effusion sweep was conducted. This sweep showed signs of an effusion. The second deployment went smoothly and met pass criteria. A pericardiocentesis was conducted.